Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station failed to power on. The nurse reported that they were supposed to pull out some medications when they saw that the station was powered off. Customer rebooted the station and made sure that the power cable was properly plugged in on both sides. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a faulty half-height drawer module, specifically drawer 3.2 controller board, caused the power issue and bus communication failure. The field service engineer (fse) identified the issue by isolating drawers, replaced the drawer controller board and module interface board, restored functionality. The system functioned as intended after the field service engineer repaired the device.